Event description:
It was reported that during the procedure in the left anterior descending artery, resistance was met when attempting to cross the lesion due to calcification. The stent was ultimately deployed at the target lesion and a dissection occurred in the distal segment. An additional xience v stent was deployed to treat the dissection. There was no adverse patient sequela. Though requested, additional information was not provided.

Manufacturer narrative:
Customer's meter was returned and investigated. The complaint was not confirmed and no new issues were observed. All test results were within range specification. No errors were observed during control solution testing. The readings the customer reported were not found in meter memory. This is a final report.

Manufacturer narrative:
The customer's product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. Note: a blood glucose reading below 20 mg/dl will give a reading of "lo" in the adc meter.

Event description:
Customer reported receiving erratic readings on their freestyle freedom lite meter. Customer reported receiving readings of 18 mg/dl and 277 mg/dl within 10 minutes. All tests were performed on the finger. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no report of death, serious injury or mistreatment associated with this event.